Event description:
It was reported that during a thoracoscopic pneumonectomy, a part of the device fell off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? To be confirmed. Did the blade tip break off? To be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2022. Additional information was requested and the following was obtained: the inner parts (clicker) fell off when the device was activated. No piece fell into the patient. The device could activate after that, but the device was replaced. The broken piece has been sent with the device. The patient is stable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.